Event description:
A nurse thought the brake was set on a bed and as the patient attempted to get out of bed and the bed moved. The patient then fell and had to get 4 stitches in their head as a result.